Event description:
It was reported that during set up of a procedure, the clamping mechanism of the truepass broke into pieces during the warranty period. There was no patient involvement.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4). The reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image confirmed the reported batch number and part number. The image also revealed the distal tip has been fractured. There was a relationship found between the device and the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.